Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer's blood glucose level was 408 mg/dl, at the time of incidence. Customer's current blood glucose level was 226 mg/dl. Customer treated by delivering bolus. Customer did not allege that the insulin pump was under delivering. The auto mode feature was inactive. The insulin pump will not be returned for analysis.